Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No motor error alarm or no excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. (B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 443 mg/dl. The customer used injection to bring the blood glucose down. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error in alarm history. The customer received 5 motor errors in the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother was advised to return the pump with battery and zero out basal rates. The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 443 mg/dl. The customer was treated for high blood glucose with injection. The customer's mother declined troubleshooting on high blood glucose, no delivery, off no power and scratch on the screen.